Manufacturer narrative:
(B)(4). Investigation summary: we do not have a specific complaint or a defect description from the customer. However, a defect(s) was/were identified and repaired using the measures listed in the "proof of repair"/ the safety test was performed according to the manufacturer's instructions with supplied replacement accessories. 24-hour continuous test completed / functional test performed / error in cable harness fixed / electrical safety test completed / accessories checked / hipot test completed / by built-in-test (bite) indicated fault codes analysed / functional test acc. To test procedure completed / trim damping missing / defective - renewed / lcd connection cable loose - lcd cable newly attached / earth connection loose - the fixing nut for earth ground wire has been tightened / the plug for connecting of the handpiece is defective - renewed / harmonic device connector "hga" is defective - renewed the device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
Defect identified during service assessment. No reported malfunction from the customer, no patient involvement, and no surgical delay. The failure was detected during electrical safety test.